Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, on initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. No patient complications were reported.